Event description:
It was reported that the left ventricular lead exhibited increased pacing threshold. The higher output required for capture caused the patient to experience diaphragmatic stimulation. Programming was set to right ventricular only.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.